Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Due to unavailable information, section e1, initial reporter phone, was left blank. Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The investigation suggested that the cause of the reported issue was an inverter use to power the device. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.